Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: how long was the procedure prolonged due to the suture malfunction? According to the feedback of the sales representative, all the above answers are unknown. What was the volume of blood loss? How was the bleeding treated? Was any medical or surgical intervention performed to treat the bleeding? Was there any adverse patient outcome?

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? The surgeon claimed that bleeding due to prolonged procedure. What is the most current patient health status and condition? Patient is stable. The following additional information has been requested: how long was the procedure prolonged due to the suture malfunction? What was the volume of blood loss? How was the bleeding treated? Was any medical or surgical intervention performed to treat the bleeding? Was there any adverse patient outcome? Update to patient current condition to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 ¿g /m.

Event description:
Breakage suture. This case is from the health authority. It was reported that the patient was admitted to urology area 1 for confirmed prostate cancer. Laparoscopic radical prostatectomy was performed in the operating room 2. When the deep dorsal vein complex was sutured with the absorbable suture (the specification is 2-0), after finish sewing, the suture was broken into 3 pieces by itself when the suture was clamped by the separating forceps and the needle holder to tighten the suture. Then another new suture of the same product code was used to sew again. The event resulted in prolonged surgery time and increased amount of bleeding in the patient. No additional information could be provided. It was reported that a patient underwent a laparoscopic radical prostatectomy procedure on (B)(6) 2021 and suture was used. When the deep dorsal vein complex was sutured with the absorbable suture the suture was broken into 3 pieces when the suture was clamped by the separating forceps and the needle holder to tighten the suture. Another like device was used to complete the procedure. The procedure was lengthened and undetermined amount of time due to patient bleeding. Additional information was requested.